Event description:
Boston scientific received information that the patient with this device system endured a knee replacement procedure. During the procedure, the heart rate reportedly stopped and CPR was performed. Upon device interrogation, the patient's heart rate never decreased below 100bpm to 130bpm. The patient exhibited an underlying rhythm of 70bpm. No evidence of heart rates below 100bpm were observed. Lead measurements were stable and consistent. It was unknown if the observation was a result of device function. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.